Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an unknown indication for spinal therapy. It was reported that intra-op, when the doctor was preparing to loosen the screw plug, he first used screw plug driver to loosen the set screw. The tip side was deformed and could not achieve its function. There were no patient symptoms or complications as a result of this event.